Manufacturer narrative:
(B)(4).

Event description:
It was reported that app crash alert occurred. It was determined that the app crash alert was related to the mobile application. Data was provided for investigation. The problem was confirmed. The root cause was determined to be potential patient misuse. No injury or medical intervention was reported.